Event description:
The reddick catheter would not fit down the introducer without breaking the balloon. Another catheter was opened with lot# rst1251, and the balloon broke on the catheter again when it advanced down the introducer.